Event description:
Philips received a complaint on the v60 device; it was reported an oxygen device failed alarm occurred on the unit while in clinical use. The customer reported there was no delay in therapy and no medical intervention was necessary as a result. The unit was replaced with the same model. The reported phenomenon could not be duplicated but confirmed the following diagnostic codes were recorded in the event log: 1111- oxygen device failed and 1208-oxygen not available. Functional tests were completed but no abnormality was confirmed. The error may have occurred when the open status of the circuit generated a flow which exceeded the leak compensation. The repair is pending completion.

Manufacturer narrative:
H10: the customer cancelled device repair; therefore, the device was returned unrepaired. The end of service life of the device was in march 2020.